Event description:
Customer reportedly received the following results on an aviva ii meter, compared to lab, within 10 minutes: 414 mg/dl on an aviva ii meter and 156 mg/dl lab result. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.